Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as a best estimate based on the date of the mesh implant. Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion. E2330 - pain. The following imdrf impact code capture the reportable event of: f23 - unexpected medical intervention.

Event description:
It was reported that an advantage system was implanted in the patient on (B)(6) 2021. Sometime after implantation in 2025, clinical examination revealed exposure of the sling on the left vaginal side, associated with severe pain such that minimal manipulation resulted in bilateral retropubic pain radiation. The patient also experienced persistent urinary incontinence. Preoperative endoscopy demonstrated no evidence of urethral or bladder erosion. Given the significant pain and vaginal sling exposure with suspected infection, complete removal of the sling was performed via a laparoscopic approach on (B)(6) 2026.

Manufacturer narrative:
Block h11: correction to blocks d6b (explant date) and h6 (impact codes). Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as a best estimate based on the date of the mesh implant. Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion. E2330 - pain. The following imdrf impact code capture the reportable event of: f23 - unexpected medical intervention. F1903 - device explantation.

Event description:
It was reported that an advantage system was implanted in the patient on (B)(6) 2021. Sometime after implantation in 2025, clinical examination revealed exposure of the sling on the left vaginal side, associated with severe pain such that minimal manipulation resulted in bilateral retropubic pain radiation. The patient also experienced persistent urinary incontinence. Preoperative endoscopy demonstrated no evidence of urethral or bladder erosion. Given the significant pain and vaginal sling exposure with suspected infection, complete removal of the sling was performed via a laparoscopic approach on (B)(6) 2026.

Manufacturer narrative:
Block h11: with all the available information, boston scientific concludes that the reported adverse events of erosion, pain, infection, and urinary incontinence are known risks of the surgical procedure. The mesh was returned for analysis; the returned mesh was torn into several pieces. A review of the device history record (DHR) was performed and confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Upon receipt at our quality assurance laboratory, the advantage mesh underwent a thorough analysis. Visual inspection revealed a mesh that was torn into several pieces. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The investigation concluded that the most probable cause for this event is no problem detected since there was no known device problem with the mesh; when the mesh was returned and was observed to be in several pieces from the removal from the patient. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh implant. Block h6: the following imdrf patient code capture the reportable event of: e2006 - erosion, e2330 - pain. The following imdrf impact code capture the reportable event of: f23 - unexpected medical intervention, f1903 - device explantation.

Event description:
It was reported that an advantage system was implanted in the patient on (B)(6) 2021. Sometime after implantation in 2025, clinical examination revealed exposure of the sling on the left vaginal side, associated with severe pain such that minimal manipulation resulted in bilateral retropubic pain radiation. The patient also experienced persistent urinary incontinence. Preoperative endoscopy demonstrated no evidence of urethral or bladder erosion. Given the significant pain and vaginal sling exposure with suspected infection, complete removal of the sling was performed via a laparoscopic approach on (B)(6) 2026.